Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 6. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set tubing leakage event at the insertion site (B)(6) 2026, which resulted in hyperglycemia requiring multiple daily injections (mdi). No further information availability.